Event description:
This complaint is now reportable based on the analysis completed on 1/16/2006. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The lesion was located in the left anterior descending. While trying to place the taxus express2 3.0x16mm drug eluting stent, the physician encountered crossing difficulty. The procedure was completed with another taxus stent. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.